Manufacturer narrative:
Clinical subject underwent scp surgery on (B)(6) 2017. Corticosteroid injections were given to the subject on (B)(6) 2017. On (B)(6) 2018, the subject progressed to a total knee replacement. The device was not returned for the investigation, as it remains implanted in the patient. In an effort to be conservative, this complaint will be treated as a serious injury and will be investigated further. If additional information becomes available, a supplemental report will be submitted.

Event description:
Clinical subject (B)(6) underwent tka after scp.

Manufacturer narrative:
On january 17th, 2019, an adverse event form for the event was received from the clinical project lead stating that the responsible health care professional for the event determined the tka was not related to the procedure or process.

Event description:
Clinical subject (B)(6) underwent tka after scp.